Event description:
It was reported that there was high impedance on the superior vena cava (svc) coil of the right ventricular (rv) lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range. Svc defibrillation impedance was steady at 77 ohms through (B)(6) 2015, rises out of range (greater than 200 ohms) starting (B)(6) 2015. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead¿s svc (superior vena cava) coil impedance has been trending high lately. It was also noted that the svc coil was programmed off. The rv lead remains in use. No patient complications have been reported as a result of this event.